Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have bent grips, resulting in misalignment. The measured tip offset was 0.29 mm, and no cracks were observed in the grips. The complaint was confirmed by failure analysis. The probable root cause of the failure mode severely bent instrument grips-tips is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not release from the medium-large clip applier instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.